Manufacturer narrative:
(B)(4). Corrections: estimated dates, reported to have occurred in (B)(6) 2015. The device was not returned for analysis. The pre-dilatation sizing table located in the supera instruction for use (IFU) lists a recommended minimum inflated balloon diameter of greater than 5.7 mm for a 5.0 mm supera stent. It is likely that inadequate pre-dilatation of the vessel contributed to the reported difficulties. It was determined that the reported difficulties were user related. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report additional information received indicates that pre-dilatation was performed with a 5 mm balloon prior to stenting with a 5mm supera stent.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event and date of implant estimated. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal superficial femoral artery. During deployment of the supera stent, stent elongation occurred into healthy tissue. The end of the stent was protruding from the vessel and had to be cut off. No predilatation was performed prior to deployment of the supera stent. No additional information was provided.